Manufacturer narrative:
Date sent to the FDA: 03/25/2016. (B)(4).

Event description:
It was reported in a journal article that the patient a vaginal/pelvic organ prolapse procedure on unknown date and suture was used for fascial plication. The vaginal skin was closed with a continuous locking suture as per routine practice. Six or eight weeks following the procedure, it was possible that the patient experienced offensive vaginal discharge, increased vaginal bleeding and/or urinary infection, and was received antibiotics. It was also reported that the patient, possibly, experienced pain and local irritation. Additional information has been requested.

Manufacturer narrative:
(B)(4).